Event description:
Health professional reported the removal of a lap-band system due to alleged vomiting, weight gain, and erosion. The problem was first noted when the patient presented with vomiting and weight gain. An endoscopy was performed which, per the surgeon, diagnosed erosion. The surgeon believes all of these events to be device-related. At the time the lap-band was removed, "a stent was placed." The health professional reporting the events to allergan believed the patient has had the stent replaced since then as well. Follow up findings: a new lap-band device was not implanted. Health professional reported that allegedly "half the band appeared to be eroded into lumen of stomach."

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. An erosion, vomiting, and inadequate weight loss (weight fluctuations) are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of erosion and vomiting as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 patients total)."